Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo joey was performed for the reported condition of; formula is not being delivered; unit makes a clicking sound. The unit was triaged and the complaint was confirmed. The cause of the reported failure was due to the unit¿s gearbox not turning properly. The unit¿s gearbox was replaced. The unit was then fully tested; unit passed all testing. Product was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien that the customer experienced an issue with an enteral feeding pump on (B)(6) 2016. Customer reports that the formula is not being delivered. No patient involvement.